Manufacturer narrative:
The insulin pump received compromised force sensor system alarm during prime test at 3.5lbs due to moisture damage force sensor resistor. The insulin pump was unable to perform basic occlusion, occlusion and excessive no delivery test due to compromised force sensor system alarm anomaly. However, the insulin pump passed the displacement test. Analysis found moisture damage on the motor assembly. The insulin pump had high currents due to moisture damage on the electronic assembly. The insulin pump had unresponsive button due to corroded keypad trace. The insulin pump had a missing end cap sticker.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer reported that he was in seizure. The customer reported that he received a battery out limit alarm. The customer reported that he was unable to clear the battery out limit alarm due to unresponsive buttons. The customer reported that the insulin pump was exposed to sweat. The customer's blood glucose was 41 mg/dl at the time of incident. The customer's blood glucose was 204 mg/dl at the time of call. The customer stated that she treated the high blood glucose with manual injection. The customer stated that the battery out limit alarm recurred after inserting a new battery with unresponsive buttons. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.